Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result for a single patient sample (patient serial draw 1 result = 0.180 ng/ml) processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was reported to a clinician, and a corrected report was issued (repeat of patient serial draw 1 result of < 0.012 ng/ml). There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result occurred. The sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed ''as needed'' maintenance to the incubator, luminometer, and well wash subsystems on the vitros eciq analyzer. A definitive root cause for the event could not be determined. However, a pre-analytical sample processing and/or an instrument related issue cannot be ruled out as contributing factors.